Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to sustaining a head injury. The patient was reimplanted with another device on (B)(6), 2012.the device is not available for analysis. This is a final report.

Manufacturer narrative:
(B)(4): implant not available for analysis.